Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the weld that is located on the head deck of this 42" wide bed has broken at the weld.